Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the cause of the event was due to medication leaking from the detached catheter and all the medication spilling into the pump pocket. The cause of the detachment was not known.

Manufacturer narrative:
Continuation of d10: product ID: 8785, lot#: hg727xm, implanted: on (B)(6) 2023, explanted: on (B)(6) 2024, product type: catheter, product ID: 8784, lot# serial#: (B)(6), implanted: on (B)(6) 2023, explanted: on (B)(6) 2024, product type: catheter, product ID: 8780, lot# serial#: (B)(6), implanted: on (B)(6) 2014, explanted: on (B)(6) 2024, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8785, lot# hg727xm, implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8785, serial/lot #: (B)(6), ubd: 05-may-2025, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown morphine drug via an implantable pump for unknown indications for use. It was reported that the patient had no pain relief even after titrations. It was noticed during refill that the pump pocket was very swollen. During pocket revision, a lot of clear liquid was in the pocket and the pump segment of the catheter had been disconnected from the spinal seg. The collett was also missing and had to be found on x-ray imaging. There were no known environmental/external/patient factors that may have led or contributed to the issue. Actions/interventions: there was surgical catheter revision for a new spinal segment and pump segment. The pump was refilled and set to minimum rate. Outcome: the issue was resolved. The patient weight and medical history were not available due legal/confidential reason. The patient status was alive and no injury.